Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that the fiber was received in one piece, and there were no defects in the fiber body. Microscopic inspection found the fiber tip was degraded. Please note that tip degradation is normal, which occurs through use of the fiber. There was no light exiting the connector face, indicating an internal connector fracture. Functional testing found no aiming beam and the console reads: "applicator has been 8 times". A review of the device instructions for use (IFU) was completed and states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that when the fiber was connected to the console and turned on, it was found that there was no energy output. The procedure was completed with another of the same fiber. There were no patient complications reported. Analysis of the returned device identified a fractured connector.